Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 08/09/2006, inratio 1.0, lab 2.4, mean 1.7, confidence limits 1.2-2.3; date 08/09/2006, inratio 1.1, lab 1.5, mean 1.3, confidence limits 1.1-1.9. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first set of data, the lab value was outside the confidence limits for inr testing. Products will be investigated.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date 08/09/2006, inratio 1.0, lab 2.4; date 08/09/2006, inratio 1.1, lab 1.5.